Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# 5073321 that guide wire coating peeled off. A 3 018/180mm platinum plus¿ guide wire was advanced to cross the lesion. However, it was noted that the wire frayed off. No segment of the wire was retained inside the patient. No patient complications were reported.